Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her left breast where the front therapy pad sits. The area was described as a red rash. The patient reached out to their doctor about the condition and the doctor recommended using a cream to treat the irritation. The patient reported the irritation has improved due to using the cream.